Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a cataract extraction with an intraocular lens (iol) implant surgery in both eyes, the lens in both eyes presented with haziness. The patient is stating they have glare and reduce clarity. This record is for the left eye. Additional information has been requested.